Event description:
There was an allegation of questionable albt2 tina-quant albumin gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial albumin result was 71.9 g/l. The sample was repeated four times and the results were 45.1 g/l, 44.2 g/l, 44.7 g/l, and 44.4 g/l. It is unknown if any questionable results were reported outside of the laboratory. The reagent lot number is 617156. The expiration date was requested but not provided.

Manufacturer narrative:
The calibration and qc data provided were acceptable. The investigation found that the root cause of the event is consistent with a sample carry-over issue with the sample probe caused by inadequate preanalytic sample handling. The investigation did not identify a product problem.